Event description:
Customer reported no images, and a loud popping noise. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and high voltage tank. System operates as intended.